Event description:
It was reported that a cartridge alarm occurred during the load sequence. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy. There was no adverse impact to the customer¿s blood glucose level.